Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and replaced the reference valve. The customer also replaced all tubing including the sample pot and roller pump tubing. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. (B)(6).

Event description:
The customer reported an unspecified number of erroneous elevated ise (ion-selective electrode) patient results on their laboratory¿s au480 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The customer verbally provided an example for one patient sample.